Event description:
It was reported thrombosis occurred. A left atrial appendage closure (laac) procedure was performed using a watchman fxd curve access system (was) and a 35mm watchman flx pro laa closure device and delivery system (wds). Transesophageal echocardiography (tee) demonstrated dense spontaneous echo contrast within the heart. Following femoral vein puncture, 5,000 units of heparin were administered. During insertion of the was and versacross connect (vcc), prior to transseptal puncture, the physician observed thrombus attached to the was hemostasis valve. The wire was removed, and the thrombus was cleared. Tee confirmed that no thrombus remained within the catheter or the heart, and the procedure was subsequently resumed with the same was sheath. Activated clotting time (act) was maintained above 350 seconds, and no further thrombus-related events were observed. The wds was then advanced; however, the connection between the device and the core wire became disengaged due to excessive torque. No looseness was noted during device preparation. The patient had a history of endovascular therapy (evt), and the femoral access site was noted to be firm, which made manipulation more difficult. A flx ball had been formed, and most of the device remained within the catheter. The physician successfully reconnected the device to the core wire. Fluoroscopic imaging confirmed secure attachment with no evidence of looseness. The physician continued the procedure with the 35mm wds. The wds did not meet pass. The physician then exchanged the 35mm wds for a new 31mm wds and a new was sheath and the procedure was completed successfully without any patient complications. The patient was discharged.